Event description:
It was reported the patient had needed to have the implantable neurostimulator (ins) removed. Approximately two weeks later it was reported that the device had telemetry issues and was in overdischarge. The primary reason for overdischarge was that the patient was dissatisfied with stimulation. The patient's lead had migrated and it was never addressed. The patient did not want to use stimulation because it was less effective or had become ineffective. It had been 4 years since the patient had used stimulation. Three days later it was reported that the stimulator was sensitive to being touched. The patient was still having concerns with the device at the time. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported, the patient had not charged in several years and her generator would no longer charge. It was also reported the electrodes were not placed to cover the patient's pain.

Manufacturer narrative:
Concomitant medical products: product ID 377775, lot# n0039790, implanted: (B)(6) 2005. Product type: lead: product ID 377775, lot# n0039790, implanted: (B)(6) 2005. Product type: lead: product ID 37752, serial# (B)(4), implanted: (B)(6) 2005. Product type: recharger: product ID 37742, serial# (B)(4), implanted: (B)(6) 2005. Product type: programmer, patient: product ID 3708120, serial# (B)(4), implanted: (B)(6) 2005. Product type: extension: product ID 3708120, serial# (B)(4), implanted: (B)(6) 2005. Product type: extension. (B)(4).